Event description:
Customer stated "one way valve was malfunctioning, causing leakage of the pleurx catheter.  In addition, patient stated that draining was difficult/not happening." No patient harm.  The patient has had her drain for a couple years.  Over the past couple months there have been problems with the home care team not able to obtain any fluid. She was brought in early december but I was able to obtain 500 cc when connected so thought may have been positional.  However, upon return home since (B)(6) the home care team was only able to get drops and one good drain.  She was saturating dressings throughout the day. Upon bringing her in this week nursing attached a pleur x bottle and was able to get 200 cc of fluid and redressed. When I went to eval her at bedside her dressing was wet already.  I assessed the tube for any nicks or holes but noticed it was coming right out of the cap. When cap removed, airbubbles/fluid coming out end. Discussed with patient and pleur x catheter removed. She is coming in for new catheter placement next week.

Manufacturer narrative:
(B)(4). Once investigation complete, follow up emdr will be submitted.

Manufacturer narrative:
(B)(4). The explanted catheter sample was provided by the customer with a cap covering the valve. Several inches of length had been cut from the distal end of the catheter. Prior to evaluating the sample, it was decontaminated using a liquid decontaminant solution. The following steps were taken to analyze the sample: an access dilator was used to access the valve similar to how a clinical/patient would. It was noted that the normal resistance of the access dilator pushing through the disc and bi-di (also known as duckbill) valves could not be felt. The access dilator was inserted and removed several times. The valve top was disassembled from the valve body. Neither the disc nor bi-di were located where they were supposed to be, which is sitting on top of the flange on the valve body. Instead, the blue disc and bi-di appeared to be pushed down into the bore of the valve body. There was organic matter inside the valve the catheter was cut just distal to the valve so a wooden rod could be used to push the disc and bi-di out of the valve (figures). It could be seen that the disc was on the distal side of the bi-di, instead of the proximal side where it is initially assembled. The disc was also curled up, indicating that it had likely been situated in the bore of the valve body for some period of time. The bi-di was also torn. The disc and bi-di valves were pushed out completely and examined. The valves were very soft and the material did not have its normal elasticity or shape. The surfaces of the valve showed degradation and damage. The surface seemed rough and the slit in the valve did not seal together as intended. Additionally, the valves were wet and light blue in color, but this is possibly due to the decontamination procedure that had taken place a few days prior to the investigation. It is unknown why the duckbill valve's material and surfaces were damaged / degraded, but this could be related to the patient's physiology, concomitant therapies or length of time implanted. A device history record (DHR) review could not be completed without a lot number being provided.